Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bruised tooth [tooth injury]; brush fell off handle/broke while brushing-left with a bruised tooth [injury associated with device]; brush fell off handle/broke while brushing [device breakage]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2016 that while he used an oral-b power rechargeable toothbrush handle professional care on an unspecified date, the oral-b power oral care refills precision clean fell off the handle/broke. He stated he almost swallowed it, and he was left with a bruised tooth. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bruised tooth [tooth injury]; brush fell off handle/broke while brushing-left with a bruised tooth [injury associated with device]; almost choke on brush head [choking sensation]; brush fell off handle/broke while brushing; had another brush head break off in mouth [device breakage]. Case description: a male consumer of unspecified age reported via e-mail on 17-jun-2016 that while he used an oral-b power rechargeable toothbrush handle professional care on an unspecified date, the oral-b power oral care refills precision clean fell off the handle/broke. He stated he almost swallowed it, and he was left with a bruised tooth. The case outcome was unknown. No further information was provided. A 12-sep-2016 consumer follow-up phone call: the consumer reported another brush head from the same package of oral-b power oral care refills precision clean broke off in his mouth, causing him to almost choke on it. The consumer reported he planned to return the brush heads to the company. The outcome of almost choking was recovered. The previously reported event of bruised tooth was not mentioned. No further information was provided.